Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a missing screw on pop up mount. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Updated sections: b4, e1 (initial reporter), e2, e3, g4, g7, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) during inspection, a screw was noticed to be missing from the pop up mount. Screw was replaced, non-inventory screw was used. Machine was never taken out of service.